Event description:
It was reported that a patient underwent an unknown procedure in 2025 and suture was used. During the procedure, suture breaking where the suture joints the needle and snapping off. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: when was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify the procedure was able to be performed successfully; they needed to open more sutures to replace the ones that snapped and were unable to be used.